Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. The patient¿s initials are mm. 49 years old female. The diagnosis and indication for the initial surgical procedure? Ovarian tumor resection what were current symptoms following the index surgical procedure? Onset date? On march 18, pyrexia was confirmed, and emergency operation was performed on the same day. What are the patient comorbidities/concomitant medications? Unknown were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? It is difficult to get the information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown were cultures performed? Results? Unknown what medical intervention was performed? Results? Although an emergency operation was performed to create a stoma, no abnormality was found in the patient as a result. What is the patient's current status? The patient's condition was normal thereafter, and the stoma is scheduled to be closed in the next month. One nu-knit was put and used, and it might have been appeared to be fecal mass because it was left put. The surgeon¿s opinion is that the cause is due to nu-knit instead of interceed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both nu-knit and interceed used in this procedure? If not, please specify if the device used in this procedure is nu-knit or interceed. If nu-knit was used in this procedure, please provide product code and lot #. Event related to interceed reported via mw # 2210968-2021-04625.

Event description:
It was reported that a patient underwent an ovarian tumor resection procedure on (B)(6) 2021 and absorbable hemostat was used. It was reported that the device was used on the pelvic floor. On (B)(6) 2021 the patient had pyrexia of 39.0 degree celsius develop and white blood cell level became 14,000. Sigmoid colon perforation was suspected, and emergency operation was performed to create a stoma. The condition of the intestine during surgery was not bad, and the device attached to the pelvic floor appeared to be a fecal mass on CT, which was considered as the cause. No drain was placed. The patient's condition was normal thereafter, and the stoma was scheduled to be closed in the next month. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2021. Additional information was requested, and the following was obtained: 1. Were both nu-knit and interceed used in this procedure? If not, please specify if the device used in this procedure is nu-knit or interceed. Both nu-knit and interceed were used. 2. If nu-knit was used in this procedure, please provide product code and lot # no further information is available. Event related to interceed reported via mw # 2210968-2021-04625. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.